Manufacturer narrative:
Section h4: additional information. Section h6 (patient code): correction. Manufacturer's investigation conclusion: the centrimag motor used during the reported event was not returned for analysis. Per reported information, the motor would not be returned. However, the reported event was determined to have been caused by a damaged centrimag 2nd gen primary console (sn: (B)(6) associated with this event. As a result, the event could not be correlated to a motor related issue. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the gen 2 centrimag (cmag) was unable to power on with ac power. The unit is running only on dc power. He said he has tried a new ac power cord with no changes. The fuses were blown at first. Centrimag in question sent to thoratec for repair. Centrimag loaner had been put in place of unit until repair was complete. No patient involvement, problem was discovered during daily inspection. The motor will not be returned